Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod after from the patient's body, the sensor wire was missing. The sensor wire was inserted at the abdomen. No additional event or patient information is available.